Event description:
A customer reported "several patients were running high for troponin (accutni)" to on site beckman coulter (bec) field service engineer (fse). Repeat of the patient samples on an alternate analyzer yielded results within normal reference range. The exact number of patients or specific details regarding the event was not supplied by the customer. The worst case scenario was assumed the 'high' results mentioned by the customer were above the acute myocardial infarction (ami) cut-off values. Per the fse, the customer ran a system check after the event which failed. The fse replaced several hardware parts including aspirate probes, peri-pump tubing, vacuum pump, dispense probe 1 and also cleaned the wash valve parts. However, the system check was still failing the washed portion. A different fse was on site the next morning and found the wash carousel and the incubator track were wet. The fse cleaned the carousel and track, performed mixer pulley modification and replaced all vessel holders and mixer belt. After parts replacement, the fse was able to obtain passing system check, high sensitive system check and quality control results. The results were not reported out of the laboratory. There was no death or injury in connection to this event.

Manufacturer narrative:
Hardware malfunction is the likely cause of the event. There were multiple parts replaced during the service visit and a clear cause could not be determined with information obtained from the field service engineer.